Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address septic right total hip. Although the preoperative diagnosis was infection, operative notes state that the calcar of the proximal femur had been literally dissolved by "whatever process was going on within the joint be it infection, a granulomatous process, or metallosis. The acetabular cup was loose. Operative notes also mention 2 fracture lines within the acetabulum, "suggesting that patient had sustained a preoperative fracture in one of her multiple fall and this could have actually loosened up the acetabular component."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update rec'd 4/3/2013- ppd and medical records received. Revision operative note confirms previous medical record reports. The dor has been updated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided asr product/lot code combinations and none against the femoral stem. However, none were found to be related or similar. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4), has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. The asr product codes will not be investigated further as part of this complaint investigation. The patient was primarily implanted in (B)(6) 2008 and revised for a septic "rthr" in (B)(6) 2010. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than 17 months post implantation. The investigation can draw no further conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.